Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01jul2018) ¿excimer laser atherectomy for chronic femoropopliteal artery occlusion¿. The article presented a case of a 63-year-old patient originally treated with femoropopliteal bypass surgery using a polytetrafluoroethylene (ptfe) graft for chronic total occlusion (cto) of the left superficial femoral artery (sfa). Excimer laser atherectomy (ela) utilizing a spectranetics turbo-elite laser atherectomy catheter (MDR # and spectranetics quick-cross support catheter (MDR #3007284006-2026-00224), along with balloon angioplasty and stenting were used to achieve target-vessel revascularization. Follow-up angiography demonstrated a flow-limiting dissection at the level of the old distal anastomosis. A 5 mm × 150 mm and a 5 mm × 60 mm everflex self-expanding nitinol stent (medtronic vascular) was deployed in the distal sfa and popliteal artery to address the dissection. The patient was discharged on the sixth postoperative day, and following the procedure, the patient¿s ischemic pain resolved completely. The date of procedure was not listed for these events; therefore, 01jul2018 has been used, the date of publication. Liu, hui et al_2018_excimer laser atherectomy for chronic femoropopliteal artery occlusion following failed femoropopliteal bypass. Vascular disease management, 15(7): e67-e71. This report captures the dissection that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.